Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the scar. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the discovered a scar and hematoma from her infusion site when removing the pod. Patient also reported having an anticoagulation disorder and autoimmune disease.